Event description:
The customer reported their central nurse's station (cns) shut down on its own. This cns is connected to a kvm. No harm or injury was reported.

Manufacturer narrative:
The customer reported their central nurse's station (cns) shut down on its own. This cns is connected to a kvm. No harm or injury was reported.